Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the outlet port of an mr210 adult humidification chamber had broken off while they were changing the breathing circuit. It was also reported that the chamber was used on a patient for 18 days. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the outlet port of an mr210 adult humidification chamber had broken off while they were changing the breathing circuit. It was also reported that the chamber was used on a patient for 18 days. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr210 adult humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr210 chamber was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that one of the chamber ports had completely broken off from the dome. A lot check revealed no other complaints of this nature for lot number 110526. Conclusion: we were unable to determine the root cause of the fault observed. All chambers are pressure tested during production and those that fail are rejected. This suggests the damage was sustained post production, possibly an excessive force was applied to the affected chamber port. (B)(4).